Event description:
Account reported patient received unreported intervention and was on anti-platelet aggregates. Vasc band was applied and the patient developed a hematoma proximal to the vasc band. A second vasc band was applied. When patient experienced a coughing spell, the hematoma ruptured resulting in two lacerations on the patient's wrist.